Event description:
Pt scheduled for left knee arthroscopy and acl repair. 2 bioscrews broke while attempting to insert. Graft also broke and procedure was aborted. Pt suffered no ill effects, and same day procedure was rescheduled for 2003 and completed.